Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was an audible alert alarm on the perfusion system, but it did not display on central control monitor (ccm). The device was not changed out, as they continued to use the level sensor because it was intermittent. The surgical procedure was completed successfully. There was no delay, blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The fsr verified and duplicated the reported error by testing the sensor. The fsr simulated the intermittent alarm using a test device showing that it was resetting so fast it would not show up on the central control monitor (ccm). He explained that it was most likely the sensor pad was not firmly attached. The fsr instructed the customer to replace holder and wait five minutes for it to properly secure to reservoir. The system operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.